Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient felt the cylinders were sitting too low and not mid glans. A new inflatable penile prosthesis was implanted. No patient complications were reported.